Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported pt or user injury, and the case was successfully completed as planned.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. The initial complaint could not be verified. Based on the investigation details, the handpiece passed all testing, but the motor was found to be corroded. The motor assembly was replaced.